Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level of 40 mg/dl. Customer had symptoms such as nausea, dizziness and weakness. Customer was treated with food. Customer was not using auto mode. The insulin pump will not be returned for analysis.